Event description:
Front caster on a manual wheelchair collapsed. The pt was found lying on the floor with a laceration requiring stitches. How the wheelchair caused or contributed to this incident is unk. The pt does not recall and there are no witnesses. The chair allegedly involved is ten to fifteen years old.